Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal anchor, collar, and proximal anchor are off the device. The distal anchor is broken at the eyelet. The insertion device has no visual defect. Bio debris is present. A functional evaluation revealed the knob is fixed and the anchors have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength for the material is specified and a certificate of analysis is required with each shipment. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force, (2) misalignment of implant or inserter during and after insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, the double fix knotless pk presented an issue. Upon insertion into the joint, when the suture was being passed through the anchor, the device fractured; all broken pieces were retrieved from the patient. Surgery continued without any delay; however it is unknown how it was completed. No further complications were reported. No further details available.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).